Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user received an "over-speed 1" roller pump error when the speed control knob was turned quickly. As a result, an alternate device was employed. The perfusionist stopped using roller pump and the unit was moved to vent position. The system was reconfigured. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.